Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation about the image flickering was confirmed. The device evaluation found that the image was flickering when shaking the cable near the sleeve due to a faulty cable, the coupler was rusty and unsmooth. The cable was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that while using the hd autoclavable camera head, there were image flickers and, an occasional black screen. The issue occurred during maintenance and the procedure was completed with the same device. There were no reports of patient harm.